Event description:
It was reported that (1) rpfxb was used during a radical retropublic prostatectomy. It was reported by the rep that while using the rpflex 45 the division of the dorsal vein complex, the stapler closed on the 18 foley catheter and consequently divided the urethra as well as the dorsal vein complex. According to the surgeons, it felt like the urethra with the foley in it was free from the instrument and beyond the distal tip. The instrument closed and locked without excessive pressure, and appeared to be functioning normally. After being fired, there was excessive bleeding along the cut line, and appeared to be little or no hemostasis. After numerous sutures and approximately twenty minutes of manual ligation, the bleeding was finally controlled and it became apparent that the foley and urethra had been divided. Upon closer inspection it seemed as though the staples where laid, had not properly formed and there did not appear to be any staples around the urethra. The instrument was not fired again and the spent cartridge appeared to have functioned normally. The surgeon had both successfully used this instrument in previous procedure and felt comfortable with its performance, but said it seemed to close and lock much more easily this time. The pt lost 2000cc of blood and rec'd two units of autologous in surgery. There was extended or time by forty five minutes.